Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that as he attempted to remove the cartridge, the plunger got stuck to the piston rod. The patient reported that he lost about half of a cartridge into the cartridge compartment. The patient was educated on the proper way to remove the piston rod. The patient dried out the cartridge compartment, and was going to return to using the infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional, or second party to address the issue. No product will be returned for evaluation.